Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.

Event description:
It was reported that the left monitor on the 9800 system would intermittently loose the live video image. No pt injury was reported.